Manufacturer narrative:
The customer complained that the air inlet pressure was low. The service engineer found that the air gas module was faulty and replaced it. The ventilator was returned to the customer after passed functional tests. The hospital kept the air gas module. The evaluation of received device logs shows that the gas supply test failed on (B)(6) 2020, the reported date of event. Multiple alarms for low peep, low expiratory minute volume and low o2 concentration were also generated on (B)(6) 2020. Several pre-use test failures were registered earlier in the test log and the last successful pre-use check was performed in (B)(6) 2018, two years earlier. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no part was returned for investigation, the root cause could not be determined. For example, a faulty pressure sensor in the air gas module can cause the indicated fault.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low air supply pressure. There was no patient harm. Manufacturer's ref #: (B)(4).